Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several rounds of anti-tachycardia pacing (atp) and an electric shock. There is evidence suggesting that the device delivered therapy due to atrial fibrillation (af). Rhythm ID was changed from onset/stability. The patient has not been shocked since and is not currently in af. After a couple of years, the same crt-d delivered inappropriate atp and a shock, again, due to an under sensed af that caused the device to treat. Sensitivity adjustments were recommended. More information was received mentioning a new episode of inappropriate shock therapy due to af. Additional reprogramming options were discussed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several rounds of anti-tachycardia pacing (atp) and an electric shock. There is evidence suggesting that the device delivered therapy due to atrial fibrillation (af). Rhythm ID was changed from onset/stability. The patient has not been shocked since and is not currently in af. After a couple of years, the same crt-d delivered inappropriate atp and a shock, again, due to an under sensed af that caused the device to treat. Sensitivity adjustments were recommended. The device remains in service. No additional adverse patient effects were reported.